Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that after the patient charged the ins, their legs were ¿getting a charge.¿ the patient shut off the stimulation to see if it would resolve the issue, but it did not. The patient also tried turning the stimulation back on and the issue persisted. The patient a manufacturer representative and plans to meet with them to address the issue. No further complications are anticipated.